Event description:
The biomedical engineer (bme) reported that there was communication loss on the central nurse's station (cns) on 04/29, and they restarted the switch to resolve the issue. Then on 04/30, the cns went into comm loss on all beds. The unit was restarted through windows and came back normal. The cns went into comm loss again 2 minutes ago. Issue fixes itself sometimes after a few seconds or up to a few minutes. Sometimes the device does not come out of comm loss and the biomed restarts the switch or cns. The network cables were moved from port 10 to port 11. The customer reported that the issue has not returmed. No patient harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported multiple events of comm loss at the central nurse's station (cns). After extensive troubleshooting, the customer reported that the issue had not returned. No patient harm or injury was reported. Investigation summary: the available information reasonably suggests the root cause is the facility's network environment. The customer noted performing troubleshooting measures to include the reboot of both the cns and the switch without resolution. Technical support (ts) confirmed there were no duplicate ip addresses, noting nothing new was added to network. The customer switched the cns network cable to a different port on the switch, which resolved the reported issue. Review of serial number history found no recurrence of issue.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was communication loss on the central nurse's station (cns) on 04/29, and they restarted the switch to resolve the issue. Then on 04/30, the cns went into comm loss on all beds. The unit was restarted through windows and came back normal. The cns went into comm loss again 2 minutes ago. Issue fixes itself sometimes after a few seconds or up to a few minutes. Sometimes the device does not come out of comm loss and the biomed restarts the switch or cns. The network cables were moved from port 10 to port 11. The customer reported that the issue has not returned. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: bedside monitor models bsm-6501a & bsm-6301a were being used in conjunction with the cns, but no serial number information was provided.

Event description:
The biomedical engineer (bme) reported that there was communication loss on the central nurse's station (cns) on 04/29, and they restarted the switch to resolve the issue. Then on 04/30, the cns went into comm loss on all beds. The unit was restarted through windows and came back normal. The cns went into comm loss again 2 minutes ago. Issue fixes itself sometimes after a few seconds or up to a few minutes. Sometimes the device does not come out of comm loss and the biomed restarts the switch or cns. The network cables were moved from port 10 to port 11. The customer reported that the issue has not returned. No patient harm reported.